Manufacturer narrative:
Literature citation: jetstream xc device for treatment of long viabahn stents occlusions in the superficial femoral artery: a report of two cases, 2017 annals of vascular diseases, ann vasc dis vol. 10, no. 4; 2017; pp 441¿445. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article that no reflow and acute thrombosis occurred. The patient was admitted with acute onset of life-style limiting claudication of the left leg (rutherford classification 2a). The patient was urgently referred for angiography which confirmed a complete thrombotic occlusion of the non bsc endografts extending from the ostium of the left sfa to the proximal portion of the left popliteal artery. A non-bsc 0.014 filter was placed followed by rotational atherectomy with a 2.1 mm jetstream® xc atherectomy catheter along the entire length of the occluded sfa and popliteal artery. The follow-up angiogram demonstrated effective removal of large amounts of thrombus, but no reflow was present distally where the filter was located. Aspiration thrombectomy was then performed with a non-bsc extraction catheter and a total of 400 g of nitroglycerin and 100 g sodium nitroprusside was administered, which effectively restored flow to the distal vessels. The non bsc stent edges were then addressed with selective atherectomy using the jetstream xc device, followed by balloon angioplasty. The follow-up angiogram demonstrated no filling defects or residual areas of stenosis in the sfa, popliteal arteries or the infra-popliteal vessels. Satisfied with the excellent angiographic result, the patient was discharged home less than 24 hours from the time of presentation with antiplatelet therapy.